Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 06, 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began between 7- 8pm on (B)(6) 2016. She reportedly manages her diabetes with insulin (humalog). In response to the alleged meter issue the patient claimed she took her normal dose of diabetes medications (2-4 units humalog). At an unknown time following the start of the alleged meter issue the patient claimed she developed the symptoms of "dry mouth" and "night sweats". On (B)(6) 2016 the patient was treated in an emergency room by a healthcare professional with 6 units of insulin. Her blood glucose was measured on a hcp device at this time with readings of "400 and 598 mg/dl". During troubleshooting the csr confirmed that this was not the first time the meter had been used. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.